Manufacturer narrative:
The date of event used was the article publication date. The devices were not returned to the manufacturing site as it was not available for evaluation; therefore product testing on the devices could not be performed. Device identifiers were not provided; therefore, the device history records for this device could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of intraocular surgery. The IFU states that the device is contraindicated in eyes with primary angle closure glaucoma because the device would not be expected to work in such situations. The IFU also states that the safety and effectiveness of the device has not been established in patients with pseudoexfoliative glaucoma and pigmentary glaucoma. The instructions for use (IFU) adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary MFR reference #(B)(4).

Event description:
It was reported through retrospective (B)(6) study "episcleral venous outflow: a potential outcome marker for istent surgery." The purpose of the study was to propose the use of episcleral venous outflow (evo) as an outcome marker of istent surgery through a retrospective (B)(6) study including 151 glaucomatous eyes having undergone istent-phacoemulsification surgery between (B)(6) 2010-(B)(6) 2014. Follow up visits occurred between (B)(6) 2014-(B)(6) 2014. The study identified obstruction by iris or peripheral anterior synechiae in 25 (17%) of the operated eyes as visualized by gonioscopy intraoperatively or at any time during follow-up. Istent patency was associated with greater evo as opposed to its obstruction. The study included; 88 females, 63 males. Additional information was requested from the corresponding author of the article.